Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0r5pg, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that the implantable neurostimulator (ins) was moving. It was not causing problems other than the fact that it was sticking out like a shelf and in order to use the patient programmer (pp), the patient had to push it firmly against the ins, which was painful. The ins was pushing out and it was considered gradual, starting since (B)(6) 2015. There was no trauma or falls that could be related to this issue. The patient already called the managing healthcare provider (hcp) office and they would need to schedule an appointment with a manufacturing representative (rep). The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.